Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown medication at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's pump migrated from the patient's hip to belly button. The event date was asked but unknown. No further complication was reported.